Event description:
Following a diagnostic procedure, an angio-seal device was placed with unremarkable results. The pt was moved to recovery, where he experienced a vagal reaction which was treated medically without complication. Some time after discharge from the hosp, the pt developed ischemic signs and symptoms in his leg. Doppler ultrasound showed occlusion of the superficial femoral artery (sfa) which was confirmed by an arteriogram via the contralateral groin. On 12/03/1997 an embolectomy and stent placement were performed, and a thrombus was removed. On follow-up arteriogram, a further occlusion was noted at the posterior tibial artery which was treated by the administration of urokinase for 24 hrs; a follow-up arteriogram showed clear arteries. Following this procedure the pt developed acute renal failure. Follow-up on 01/14/1998 confirms that the pt is doing well and without further reports of sequelae.